Event description:
This is report 1 of 2 for (B)(4). It was reported that during an anterior cruciate ligament reconstruction (acl) procedure, it was discovered that two biointrafix devices broke off. All the broken parts were removed. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary: the product has not returned to depuy synthes. However, a photo was provided for evaluation. Visual inspection of the returned photo found the sheath broken and had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the biointrafix tbial sh sm 30mm would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to axial misalignment during the sheath placement with the sheath inserter tool and/or an incorrect inserter tool size. As per instructions for use (IFU), 1) place the appropriate sized sheath on the corresponding sheath inserter. Refer to table 1, implant sizing guideline. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.